Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported the low blood glucose events. Caller stated that customer has been experiencing chronic lows with chest pain and low blood pressure. The blood glucose reading was 35 mg/dl, the blood glucose level rose to 100 mg/dl, by the time customer arrived at hospital the blood glucose reading was 160 mg/dl. The low was the result of stress. About three weeks ago the blood glucose reading was 32 mg/dl. Caller stated that customer had uncontrollable low blood glucose. The current blood glucose reading is 182 mg/dl. Nothing further reported.